Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 2 events for the failure: overheating of device. 2 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 2 devices: product disposition is not yet determined. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99472. Supplemental rationale: corrected data: b5, h6, h11. 2 previously reported events were included in this follow-up record. Product return status: 2 devices were received. Evaluation findings (results/components): 2 devices: degradation problem identified, no device problem found / motor(s). Product disposition: 2 devices: serviced and returned to customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 2 events for the failure: overheating of device. 2 events had problem identified before clinical use/exposure; there was no patient involvement.